Event description:
Event description guidant received information that during the implant procedure, this transvenous implantable lead's impedance measurement could not be obatined through the pacing system analyzer (psa). In addition, the lead exhibited highthresholds and undesirable sensing. Difficulty extending the helix was also encountered. The lead was removed and another lead was implanted.